Event description:
Patient had 2 chest tubes placed in CT. Both catheters were attached to pleur-evac while moving the patient off the table a catheter malfunction (the right) occurred with the hub pulling away from the catheter stem. The patient was placed back on the CT table and a limited CT performed. This demonstrated no significant pneumothorax. The catheter was sterilely cleansed and draped. This catheter was removed over a guidewire and replaced the 14 fr catheter which was secured to the skin with suture.======================manufacturer response for drainage catheter, (brand not provided) (per site reporter).======================device #1is this a laboratory device or laboratory test?no.